Event description:
It was reported that during transport of the pt, the pump's EKG and ap triggers were lost. There were no pump alarms, but the pumping was intermittent. After approximately 15 minutes, the pump returned to normal. There were no pt complications.